Manufacturer narrative:
Date of event: (B)(6) 2006.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
No further information can be obtained by bsn.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.